Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual inspection of the lead found no anomalies. The s-curve hump height was measured within specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the left ventricular lead exhibiting high capture thresholds. The physician suspected lead dislodgement, which was subsequently confirmed via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.